Event description:
It was reported to olympus that a telescope lens cracked. The issue was found during reprocessing of the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. During the inspection, the following was found: the image was blurry due to a broken lens. The eyepiece cup was broken. The reported fault patterns are most likely attributable to the use of excessive force by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.